Manufacturer narrative:
(B)(4). Evaluation summary: only the body of the device was returned for evaluation; all relevent components were not returned with the device. Therefore, the scope of this investigation was very limited and the reported suture being pulled out of the artery during the device removal could not be confirmed. Based on visual analysis of the returned device body, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted using the perclose proglide device after an interventional procedure. Reportedly, after the sutures were deployed and the foot was parked, during device removal, the sutures pulled out of the anatomy. The device was rewired and a non-abbott device was used to achieve hemostasis. There was no adverse patient sequela. The physician is trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been received. The device investigation has not yet been completed. A follow-up report will be submitted with all additional relevant information.